Manufacturer narrative:
On 9/27/2019, the product investigation was completed. Device investigation summary: during visual evaluation a crease was observed in the posterior view also was noted a tear within the crease measuring approximately 0.6 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog # 3501670, lot # 5912558, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced deflation on the right side post-operational. The deflation was confirmed by the physician upon physical examination. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile breast implants 425cc, catalog number 3501670, serial number (B)(4) on the left side and 375cc, catalog number 3501660, serial number (B)(4) on the right side on (B)(6) 2019.